Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 400 mg/dl range due to issues connecting the reservoir. No symptoms or treatments were mentioned in relation to the hyperglycemia. Troubleshooting for the high blood glucose was declined. The insulin pump will not return for analysis.